Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: device displays a forced fracture caused by mechanical overload. This instrument is very delicate and behaves very sensitively, especially to bending stress. There are no hints for material or product deviations.

Event description:
Country of complaint: (B)(6). Broken tip during a cat's laminectomy. Delay more than 15 min. Surgeon used another instrument (bigger size) instead. Broken off tip was retrieved.